Event description:
It was reported that a large volume infusor overinfused during patient use. The infusor bottle administered all the medication in 24 hours, rather than the expected therapy time of 46 hours. The device contained 5-fluorouracil (5-fu). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b5, d10 (add entry), h4, h6, h10. B5: the device also contained dextrose 5%. H4: the lot was manufactured between october 25, 2023 - october 26, 2023. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.